Event description:
A customer reported that the laser and light ports of an ophthalmic operating console did not stay on. Procedure details and patient impact were not reported. Additional information has been requested. Additional information received clarifying the event was occurred before a vitrectomy procedure. The illumination issues were happened with multiple ports and the console had displayed a system message. Procedure was completed using another console. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10. The xenon lamp was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The sample testing of the returned xenon lamp was performed. Upon bootup, system message (sm) [the lamp in the table top illuminator needs to be replaced] was displayed due to the nonconforming xenon lamp. The reported event was replicated. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the nonconforming xenon lamp. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).